Manufacturer narrative:
The device was buried with the pt. This issue will be re-evaluated if additional info is received.

Event description:
Boston scientific crm received info that this pt had chronic atrial fibrillation (af) and this bi-ventricular pacing system was implanted as off label use. No issues were noted during the implant procedure. However, following the procedure, the pt was experiencing shortness of breath and a hemothorax was revealed. The pt was brought back to the laboratory for further evaluation and angiographies did not reveal anything. A chest tube was inserted and some fluid was extracted. The pt's blood pressure began to drop and the pt did not survive. The physician suspected the hemothorax was due to the initial subclavian stick.